Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During troubleshooting on this bpm unit for another issue, the product surveillance technician (pst) observed the bpm unit display temperature at the various settings of the water bath but not correctly, except for 25 degrees celsius. The bpm was evaluated between 15 degrees celsius and 40 degrees celsius. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. The unit will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there were temperature inaccuracies with the blood parameter monitor (bpm). There was no patient involvement.